Event description:
Pt with right femoral implant presented with pocket infection and was explanted. Infection developed after pt who was incontinent arrived at the facility with lifesite buttonholes contaminated with feces.